Event description:
Follow up information received clarified that the date of surgery was (B)(6) 2013. It was noted that at the surgery, they did not replace any product but just moved 1 lead component. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger. (B)(4).

Event description:
It was noted the patient had a peripheral nerve stimulator and their right side was working well, but the left side was not giving the best coverage, so a revision surgery was done two weeks prior to report to just revise the left lead. The patient was reportedly was doing well the first day home.